Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2011) is considered to be a best estimate. This supplemental emdr represents sepramesh ip (device #1). An additional supplemental emdr was submitted to represent sepramesh ip (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip and ventralight st on (B)(6) 2012 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent large two ventral hernia thereby underwent open repair with the implant of two sepramesh ip mesh (device #1 and device #2). Per operative notes, ¿two sepramesh ip mesh (device #1 and device #2) was placed on left and right side and sutured.¿ (B)(6) 2019 - patient was diagnosed with incisional hernia, erosion of left side sepramesh ip mesh (device #2) into the small bowel, dense extensive adhesion thereby underwent open repair with explant of the sepramesh ip mesh (device #2). Per operative notes, ¿sepramesh ip mesh (device #2) was removed.¿ (B)(6) 2020 - patient was diagnosed with incisional hernia, adhesion thereby underwent laparoscopic repair with explant of sepramesh ip mesh (device #1) and implant of two ventralight st mesh (device #3 and device #4). Per operative notes, ¿sepramesh ip mesh (device #1) was removed. Two ventralight st mesh (device #3 and device #4) was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip and ventralight st on (B)(6) 2012 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.